Event description:
The user facility reports incident of a cut in the blood pump segment tubing which occurred approx 1 hr into treatment. Due to potential for contamination, blood volume in the extracorporeal circuit was discarded resulting in efl = 250 - 300cc. The actual complaint sample was returned to this manufacturer for evaluation. The reported tubing damage appears to have been caused by the machine pump tubing guides due to user error of improper or incomplete insertion of the pump segment tubing into the machine housing. The machine manufacturer has provided info to the user on proper pump segment installation. There was no pt injury reported. This MDR is filed for blood loss only.